Manufacturer narrative:
Blank display due to missing battery tube spring. Unable to perform the operating currents measurement, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corner and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was broken at the battery compartment. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.